Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. No moisture damage on the electronics, motor, battery tube and vibrator assembly noted. The insulin pump received with cracked case at the display window corner, minor scratches on lcd window, scratched reservoir tube window, cracked reservoir tube lip and missing end cap sticker.

Event description:
Customer reported via phone call that there is a button error alarm. The blood glucose reading was 5 mmol/l. Customer reported that the insulin pump was exposed to slight dampness. The insulin pump will be replaced.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.